Event description:
The device was used during an unspecified thoracic procedure. The staples did not form properly. The surgeon applied suture to complete the procedure. The hsop has reported that no pt injury occurred.